Event description:
It was reported that telemetry showed the right ventricular (rv) lead with inappropriate pacing spikes. Electrogram showed increased programmed intervals with occasional blocked ventricular beats. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 5076-52 lead, implanted 2013-(B)(6). (B)(4).